Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a cracked display window, and cracked battery tube threads. No damage was noted on the display glass.

Event description:
The customer reported that there was a crack on the insulin pump. Her blood glucose was 163 mg/dl. The customer stated the crack was running from the top side of the battery casing, going diagonal down the left side onto the screen, near the reservoir symbol. She was unaware how the damage occurred, but noticed when she was about to deliver a bolus. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.